Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Performed self test and was passed. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version : 4.11j. Retainer ring=black. The pump was returned for pump error 37 found on (B)(6) 2021. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 37 alarms noted during testing. However, pump error 37 alarms confirmed in the pump history/trace files on (B)(6) 2021 at 12:02pm. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found corrosion damage on the motor. The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, and faded serial number label. Pump error 37 alarms confirmed in the pump history/trace files on (B)(6) 2021 at 12:02pm due to corroded motor home switch.